Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm and was under delivering insulin and the blood glucose is high as 441 mg/dl. Customer¿s current blood glucose value was 153mg/dl. Troubleshooting was dose for low blood glucose and over delivery. The customer was treated with an manual injection. The insulin pump will not be returned for analysis.